Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The manufacturer's product support engineer (pse) was dispatched to site and confirmed the issue. The gas delivery system (gds) was replaced. The gds was return for analysis. An investigation was performed and the u1 on the air flow sensor pcba created the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device failed the air flow accuracy test: at test 5 in test items, the specification as 0 value of flow was out of tolerance. No patient involvement.